Event description:
The customer reported to olympus, the connector for the light lead was missing and there was a small amount of rust on light lead connection of the scope. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the light guide post was missing. The device evaluation also found that the lens inside optical system was damaged and the image appeared foggy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.